Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the (B)(6). Minor ischemic stroke reported. Patient was set to be discharged when she noticed that her left hand/arm were weakened. A CT scan showed no acute change or hemorrhage. Patient was placed on heparin and was discharged on day 7 with symptoms improving. The patient is not yet recovered. Per site, not related to device, related to procedure. Please see MDR 2183870-2011-00002 for the spiderfx used in this procedure.